Event description:
It was reported by the rn that called the hotline to the clinical support specialist (css) that a full tank of helium was used over 36 hours on the intra-aortic balloon pump (iabp). When the nurses tried to change the tank, they could not initiate pumping. As a result, the pump was swapped out. Nurse stated that the alarms have gone away since switching the pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not confirmed. A teleflex field service engineer inspected the pump and could not duplicate the reported alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that called the hotline to the clinical support specialist (css) that a full tank of helium was used over 36 hours on the intra-aortic balloon pump (iabp). When the nurses tried to change the tank, they could not initiate pumping. As a result, the pump was swapped out. Nurse stated that the alarms have gone away since switching the pump. There was no report of patient complications, serious injury or death.